Event description:
It was reported that the physician administered antibiotics to the patient due to a suspected pocket site infection. The patient had already healed since and the site no longer looked infected. However, upon follow-up, a pinhole opening could be seen in the midline incision site. Additional information was received that the patient was experiencing numbness and weakness in the leg. Imaging was done and showed thoracic abscess. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7086782, UDI: (B)(4).

Event description:
It was reported that the physician administered antibiotics to the patient due to a suspected pocket site infection. The patient had already healed since and the site no longer looked infected. However, upon follow-up, a pinhole opening could be seen in the midline incision site.